Manufacturer narrative:
Device was not returned for evaluation. In addition, no lot numbers were provided.

Event description:
Customer alleges that approximately one month ago following an inguinal hernia procedure, a painpump was placed and the patient later developed a staph infection. The patient was treated with antibiotics.